Event description:
Reporter alleged obtaining a discrepant blood glucose result of 76 mg/dl on a patient using inform system 1 compared back to back with a result of 18 mg/dl on the lab system when testing was performed within 10 minutes. Reporter did not know what actions were taken or what resulting treatment was received because of this. Reporter stated at a different time a discrepant blood glucose result of 92 mg/dl was obtained on a patient using inform system 1 compared back to back with a result of 37 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received for the diabetes. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550784, expiration date 12/31/2009). Refence medwatch report with a1 patient for the suspect device used in system 2.